Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. A getinge field service engineer (fse) reported that "communication error" and an "error related to solenoid valve" had been recorded in the fault logs of this iabp unit, therefore, the backplane board and solenoid control board were replaced. The fse then performed running test normally for a long time, and this iabp unit was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) a night shift nurse noticed that pumping had stopped. When the power was turned off and back on, pumping resumed and everything was working fine. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6, h10, h11. Corrected fields: d1, d4(catalog #), h3, h6(evaluation method code), h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Functional check is being performed on this iabp unit. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) a night shift nurse noticed that pumping had stopped. When the power was turned off and back on, pumping resumed and everything was working fine. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) a night shift nurse noticed that pumping had stopped. When the power was turned off and back on, pumping resumed and everything was working fine. There was no harm or injury to patient and no adverse event was reported.